Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the phacoemulsification tip broke at the distal part and the fragment remained inside the infusion sleeve during a procedure. The surgeon was able to remove both the broken tip and its fragment from the eye. There was no harm to the patient. This is one for three reports for this event.

Manufacturer narrative:
A sample was not received therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A photo was reviewed. The photo is of a handpiece, the reported product and lot information could not be confirmed. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).